Event description:
A (B)(6) year old patient underwent partial nephrectomy. Jp drain placed at that time. During bedside jp drain removal, drain fractured and a piece was retained. Patient required additional procedure to remove retained place. FDA safety report ID # (B)(4).